Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Device eval: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications especially the extrusion force value showing an expected consistency of the product. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported that after treatment with 2 syringes of juvederm ultra plus in the glabellar region, the pt experienced severe and persistent swelling, cracked skin, and scabbing at the injection site. The pt was prescribed bactrim and keflex to prevent worsening of the symptoms that may lead to permanent damage. Follow up with the physician indicates that the pt's symptoms are resolving.